Event description:
Initial calcium results reported as 10.5 mg/dl, 10.5 mg/dl, 10.6 mg/dl and 10.3 mg/dl. At the request of the doctor the patient samples were sent to a reference lab where they recovered 9.1 mg/dl, 9.2 mg/dl, 9.4 mg/dl and 8.7 mg/dl. No patient treatment was provided on incorrect results. Field service representative decontaminated the incoming water filter along with the anlaytical system after finding bacterial contamination. Water filter was replaced along with tubing. Performed the instrument check list and precision test and ran quality control material. Performance test and quality control material recovered within stated ranges.